Event description:
The physician aspirated 20 ml of drug from the pump reservoir during refill procedure. He tried to perform a cap test to assess the condition of the catheter but no fluid could be aspirated or filled in the catheter through the cap due to "very high resistance". A catheter connection issue was suspected. The pt underwent "surgery to restore proper pump to catheter connection." The physician opened the pump pocket in surgery, checked both the pump and catheter while disconnected (from cap to the pump catheter port), reconnected them, and the flow was restored. No pt symptoms or outcome were reported. The pump contained baclofen. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).